Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the prod and/or lot codes were unavailable. The investigation could not verify or identify any evidence of prod contribution/error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the prod or add'l info that changes this conclusion be rec'd, the investigation will be re-opened.

Event description:
Pt revised to address dislocation and polyethylene wear of liner.